Manufacturer narrative:
(B)(4). Concomitant medical products ¿ unknown mallory head, unknown liner, unknown stem once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02656, 0001825034-2017-02658, 0001825034-2017-02659.

Event description:
It was reported that the patient has been indicated for a hip revision due to unknown reasons. No further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.